Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited pacing failure. It was further reported that the rv lead had dislodged and showed poor stability of engagement. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.